Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter and a longitudinal split from the distal end of the cath-lock. A partial compound break was noted on the attached catheter from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be jagged and the surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the reported fracture, difficulty in infusion and the identified catheter wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the left internal jugular vein, the port allegedly could not be drained. It was further reported that the catheter allegedly had cracks in it. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement in the left internal jugular vein, the port allegedly could not be drained. It was further reported that the catheter allegedly had cracks in it. There was no reported patient injury.